Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This device remains in service. Additional information indicated that a monophasic shock was delivered due to the high out of range shock impedances and delay in the charge time. The patient remained under monitoring. No adverse patient effects were reported. This device remains in service. Additional information indicated that a max synchronized shock was performed and there were no anomalies found. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5, h1 and h6 codes. Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update section b5 and h6 codes. Follow up report 2 (additional information): this report is being submitted to update section b5, h1 and h6 codes. Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This device remains in service. Additional information indicated that a monophasic shock was delivered due to the high out of range shock impedances and delay in the charge time. The patient remained under monitoring. No adverse patient effects were reported. This device remains in service. Additional information indicated that a max synchronized shock was performed and there were no anomalies found. No additional adverse patient effects were reported. This device remains in service. Additional information indicated that the rise in the impedance measurements appeared to be gradual. Further testing was recommended. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. The impedance values had been going up since the device was put in, but the pattern was irregular. Technical services (ts) suspected possible right ventricular (rv) lead calcification, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This device remains in service. Additional information indicated that a monophasic shock was delivered due to the high out of range shock impedances and delay in the charge time. The patient remained under monitoring. No adverse patient effects were reported. This device remains in service.